Event description:
It was reported that circuit breakers 1 and 2 tripped on the 9900 system and system shut-off. Breakers reset and rebooted, but breakers tripped again. No patient injury reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the power cord, surge suppressor and circuit breakers 1 and 2. Components replaced and system test complete. The system functioned as intended and placed back into service.